Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep was unable to reproduce the issue, but noticed a message in the logs stating ac voltage not present. The rep cleaned the contacts on umbilical. Codes (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) was having intermittent connection with the mobile viewing station (mvs). The umbilical "is needed to be reconnected." This was discovered prior to a case with no patient present.